Event description:
It was reported that during the implant procedure, the catheter anchor was ¿tight and sticky¿ and did not deploy properly; it had to be removed and replaced with another. There were no patient symptoms or complications related to the event. The patient status was reported as ¿alive ¿ no injury¿. The device system was delivering morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8785, lot# n349836, implanted: (B)(6) 2014, product type: accessory. (B)(4). Evaluation summary: the anchor was received for analysis. Analysis of the anchor found that it did not properly detach from the anchor deployment tool; it was not able to be used.